Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient stated that about a week his stimulator was not working currently they said it she was supposed to be changed out in 5 years. There was no symptom reported.